Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) was electively programmed with tachycardia therapy off due to an abalation procedure for atrial flutter. It was noted that the ICD had reached end of life (eol) three months earlier. The initial decision from the physician was to leave therapy off following the procedure; however the next day the physician requested that therapy be programmed back on in the device. When the field representative programmed therapy back on and performed a capacitor reformation, a code displayed indicating there was charge time out detected in the device for charge times greater than 45 seconds. Boston scientific technical services (ts) explained that if this patient needed therapy it would take longer than 45 sec to give it. Ts also discussed what happens if the battery continues to deplete past eol. The physician and patient opted to leave the device implanted thus at this time the ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The device was explanted six months later for normal battery depletion. No adverse patient effects were reported.